Event description:
False positive advia centaur cp troponin ultra result was obtained for a patient sample. The physician questioned the result. Testing was repeated for the pt sample and the result was negative. It is unk if pt treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra results.

Manufacturer narrative:
The cause for the discordant troponin ultra result is unk. The instrument is performing within specs. No further eval of the device is required.